Manufacturer narrative:
Section a4: patient weight information provided.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b1 ¿ type of report - adverse event remove check mark. Section b2 - outcomes attributed to adverse - other serious (important medical events) remove check mark. The event of a patient unable to connect to their generator was reported to abbott. The patient reported having an MRI and colonoscopy and the device had not been placed in surgery mode. The rep met with the patient and was able to recover the ipg. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was not communicating with external devices following multiple unrelated procedures wherein the device was not placed in either MRI mode or surgery mode. The patient met with a manufacturer representative for a system interrogation wherein the ipg was able to be recovered.